Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the programmer started up with a blank screen and errors present and that the stylus and radiofrequency (rf) head were missing. The xy board in the bezel was replaced and a stylus and rf head were added, the software was updated and the device was cleaned. It passed all final and functional systems tests. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.